Event description:
It was reported by provider that the arm tube is broken at the weld on the tdxsr-cg power chair. The patient is a bigger man weighing about (B)(6) pounds. No injury to the patient was reported, no property damage. His damage was reported to the consumer by his work.